Event description:
The customer went to the hosp and was treated for ketones. Customer tried to deliver a couple of corrections with pump, but bgs remain high. Troubleshooting was performed. The programming was not correct. Assisted customer to correct programming. The customer also stated that clock on pump loses about one hour after several hours have passed.